Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with heart rate in the 30s; an inappropriate rate decrease was suspected. The pulse generator exhibited capture anomaly. The device was explanted and replaced. No additional information was available.